Event description:
It was reported to philips that the device experienced shock and pacer equipment malfunctions messages at power on. Furthermore, the device freezes when the charge button is pressed and charge/shock failures have appeared in the status log. There was no reported patient or user involvement and no adverse patient/user impact.